Manufacturer narrative:
As reported, patient experienced abdominal pain, adhesions and occlusion thereby underwent surgery for removal of mesh. Based on the information available to date, no conclusions can be made as to the degree to which the implant may have caused or contributed to the postoperative complication. The adverse reactions section of the instructions-for-use (IFU) supplied with the device lists adhesion and pain as possible complications. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in november 2022. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
As reported, patient underwent abdominal wall hernia repair surgery by video laparoscopy in which sepramesh ip was implanted with the use of a sorbafix for fixation on (B)(6) 2024. It was reported that post implant patient had intestinal sub-occlusion and a lot of pain in the right abdomen and thereby underwent reoperation on (B)(6) 2024, in which it was found the small intestine and a large part of the greater omentum had adhered to the non-stick part of the mesh. As reported, all the contents adhered to the mesh were removed and the mesh was removed from the patient.